Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/18/2024, the patient noted that the sensor wire was still in the skin after the sensor was removed. No symptoms were reported but the patient reported they went to the hospital. At the hospital a surgical removal of the sensor wire was done, and the patient received general anesthesia for this. At the time of the report the patient stated they had a wound on their left arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.